Event description:
Report 1 of 4. The customer contact reported a delay in critical therapy following an alarm condition. It was reported that four unspecified symbiq pumps were in use. At an unspecified time, one of the devices was programmed to deliver epinephrine 8mg/250ml at the dose rate of 0.1mcg/kg/min. No further programming parameters were provided. It was reported the pt was also receiving normal saline (ns); however, no specific details were provided. It was reported that all of the medications were being deliver through a femoral venous site. The pt was reported as unstable and had "tachydysrhythmias" but had returned to normal sinus rhythm. At an unspecified time, the pt's blood pressure decreased to an unspecified level. The cardiologist ordered the pt be treated with an unspecified volume of ns. It was reported that rather than increase the delivery rate of the normal saline, the cardiologist requested the tubing set be removed from pump and the cardiologist manually squeezed the ns bag for rapid rate delivery. It was reported the squeezing of the ns bag caused the devices to alarm for distal occlusion. At that time, the nurse attempted to open the door of the pump to remove the epinephrine tubing set from the device and the door would not fully open to remove the cassette. The device was removed from clinical service. At that time, the nurse hung a new epinephrine bag and tubing set. It was reported that the resumption of the therapy was attempted using a replacement device; however, the second device alarmed for distal occlusion. The nurse moved the tubing sets to a peripheral site IV site; however the distal alarms continued. All the tubing sets were disconnected from the pt. The patency of both IV sites was checked and reportedly flushed easily. A second physician then inserted a multi-lumen central line and the therapy was resumed via the central line. The pt's blood pressure was reported to have decreased into the 50's systolic. The pt was reported to have stabilized once the infusions were resumed, but remained critical. At an unspecified time later that day, the pt expired. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.